Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed occlusion pressure test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem 'failed occlusion pressure' was confirmed during evaluation of the device. The cause was identified to be an out of specification downstream sensor calibration reading and the force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.